Event description:
While attempting to cardivert a patient. The device displayed a "defib pad short" message intermittently. Clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction. Biomed could not duplicate the alledged malfunction.